Event description:
The neurosurgeon was performing an endovascular coiling of an aneurysm of the posterior communicating artery (pcomm). The coiling was successfully completed, and the pcomm aneurysm was completely occluded. The neurosurgeon reported the patient awoke and appeared well and communicative. However, a few hours later, the patient appeared to suffer a transient ischemic attack (tia) leading to some weakness and some third nerve palsy with reduced vision. The neurosurgeon reported approximately 30 hours later, the patient suffered an intraventricular bleed from which the patient did not recover and subsequently expired. The neurosurgeon did not disclose whether or not he felt that the device in question had caused or contributed to the patient's death or some other unk factor.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.